Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had high blood glucose and he had been hospitalized for diabetic ketoacidosis. Customer's blood glucose was around 300 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, device passed the high pressure test. Customer was advised to change the entire set. Customer will not be returning the device for analysis.